Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified shunt. A 6.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for pre-dilation. However, during inflation, the balloon ruptured after being inflated for several times. The device was completely removed from the patient and the procedure was aborted. No patient complications were reported and the patient's status was good.